Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025 a hospital report indicating the on-x valve had been explanted. This investigation is relegated to onxapp 27/29 serial number: (B)(6) with the allegation of explant.

Manufacturer narrative:
The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Document change orders (B)(4) were issued for leaflet tuning as a part of the standard manufacturing process. An onxaap 27/29 device, serial number (B)(6), was implanted on (B)(6) 2023 in a 25-year-old patient (gender not reported). A total of 488 days post-implant, the device was explanted. Additionally, a second aap device, model onxaap-27/29, serial number (B)(6), was also reported as implanted and explanted on the same dates for this patient. Despite multiple follow-up attempts, no clinical information or operative records were provided by the implanting surgeon or clinical site. Furthermore, the explanted devices were not returned to the manufacturer for evaluation. A review of the original manufacturing and quality records for both serial numbers revealed no abnormalities or deviations from standard specifications. Given the lack of clinical details, absence of returned product, and no reported anomalies in the manufacturing history, the reason for explantation remains unknown. Per the instructions for use (IFU) for the onxaap device, reoperation, including explantation, is a known and acknowledged potential event. With the limited information provided we are unable to determine a root cause for the explant of these two aap devices. The root cause for explant remains unknown due to the limited information. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.